Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "would not sense closed door" was confirmed as a system error 320 (latch switch error) which occurred during simulated therapy. A review of the event history log revealed "system error 320" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 320 (latch switch error). The cause of the condition was determined to be a failed lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't sense a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.